Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse of the device due to damage to the device.

Event description:
On 08/16/2021, it was reported by a sales representative via sems that ar-8150px-45 powerpick tip is not exposed to make the micro-perforations. This was discovered during a knee arthroscopy on (B)(6) 2021. Additional information 8/18/2021 on 08/18/2021, it was reported by an arthrex representative via email that ar-8150px-45 powerpick was stuck inside the cannula. This was discovered during a knee arthroscopy on 08/11/2021. The case was completed by using the microfracturing instruments.